Manufacturer narrative:
(B)(4). Report source: foreign- (B)(6). Concomitant medical products: 115398 comp rvs cntrl 6.5x40mm st/rst 519220; 180554 comp lk scr 3.5hex 4.75x35 st 582950; 180553 comp lk scr 3.5hex 4.75x30 st 758130- qty 3; 115320 comp rvrs shldr glnsp std 41mm 722660; 115370 comp rvs tray co 44mm 148920; xl-115366 acrom xl 44-41 std hmrl brng 281620; 010000589 comp rvrs 25mm bsplt ha+adptr 697100; unknown humeral stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -11133, 0001825034 -2018 -11132, 0001825034 -2018 -11131, 0001825034 -2019 -00690.

Event description:
It was reported that the patient had an initial shoulder arthroplasty using reverse shoulder and was subsequently revised due to screws fracturing approximately two (2) years post implantation. Due to complications of the implant fracture, not all the screw pieces could be retrieved. No other additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that only one product was used from this lot and will be reported on 0001825034-2018-11133. Hence the initial report submitted needs to be voided.

Event description:
Upon reassessment of the reported event, it was determined that only one product was used from this lot and will be reported on 0001825034-2018-11133. Hence the initial report submitted needs to be voided.